Event description:
Further follow up information received reported that thepatient¿s situation had not changed and the cause of the issue was unknown. It was noted that nothing further was done and or is planned. The patient was receiving effective therapy except for the reported ¿failure¿ which has continued. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was implanted without any problems. Four days later, the patient experienced irregular stimulation, which skipped one pulse once in ten minutes, resulting in discomfort. Impedance measurements were taken and impedance below 50 ohms was seen between 0/1. All other measurements were normal. The irregular pulse, which was like the device suddenly powering down, occurred three times in 10 minutes. When using the 0 and 1 contacts the pulse also occurred once in ten minutes, so the settings were changed to 1-/2+/6+ with the plan to continue to follow-up with the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the sensation occurred the patient felt no stimulation for a second. After the settings were changed the patient still felt occasional suspension of stimulation. It was noted that the manufacturer representative thought there was a loose setscrew connection.

Manufacturer narrative:
(B)(4).